Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned. The actuator is in its t2 pre-deployment position indicating a deployment of t1. The device was functionally tested for proper actuator advancement and cycling and functioned as intended. Smith & nephew will continue to monitor any future occurrences of this failure type. (B)(4).

Event description:
It was reported that during a meniscal repair the two implants deployed at the same time, after inserting through the meniscus. The implants were able to be removed from the patient; no implants/debris was left inside of the patient. This was a medial meniscus repair with a contralateral portal approach; the red area of the meniscus was being repaired. The procedure was completed using a back-up device. There was a five minute delay in the procedure. The incident did not result in any patient injury.